Manufacturer narrative:
The device is not available for analysis because it was discarded by the customer and will not be returned to medtronic. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this 75318 arterial cannula in a case, the cannula changed position. The customer stated it had been anchored at two locations according to the instructions for use. There was concern that gaseous emboli may have occurred as a result of the movement. Bypass was immediately terminated at the request of the surgeon. The patient was placed in a hyperbaric chamber post operatively as preventative measure. It was later noted that the patient recovered with no further adverse effects. There were no allegations that there were any product related issues. The product was discarded by the customer and will not be returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.